Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Reportedly, the contact loaded a new cartridge onto the pump. The contact reported the customer would continue to use the pump for therapy, however the customer also has manual injections available.